Manufacturer narrative:
The customer reports that the central nurses station (cns) display turned blue while in patient use. Upon reboot, the device displayed several error messages. "Operating system not found," "0 is offline," and "1 is corrupted." Customer was asked to reseat the hard disk drives, however the system would not reboot. It was noted, that the cns was very loud and did not sound like it normally does. Customer would like to send the device in for repair. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reports that the central nurses station (cns) display turned blue while in patient use.

Manufacturer narrative:
The customer reports that the central nurses station (cns) display turned blue while in patient use. Upon reboot, the device displayed several error messages. "Operating system not found," "0 is offline," and "1 is corrupted." Customer was asked to reseat the hard disk drives; however, the system would not reboot. It was noted, that the cns was very loud and did not sound like it normally does. Customer would like to send the device in for repair. The unit was cleaned and evaluated. The reported problem of "operating system not found" was duplicated. All malfunctioning parts were replaced. The unit was tested per operator's/service manual. The unit completed 24 hours of extended testing and operates to manufacturer's specifications. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.